Event description:
It was reported that the device measured pacing lead impedance high out of range. The patient notifier was delivered. The high impedance could not be reproduced with isometrics and taking serial measurements. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).